Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated and unstable. Analysis of the device memory indicated oversensing due to non-physiologic signals.

Event description:
It was reported that the patient had fallen and landed on their implantable pulse generator (ipg). Shortly thereafter, the right ventricular (rv) lead exhibited rising thresholds and impedance. The lead had unstable and high thresholds with non capture, along with high impedance and noise. A fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.